Event description:
The manufacturer was contacted in reference to the voluntary field safety notice recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging reduced cardiopulmonary reserve. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging reduced cardiopulmonary reserve. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observe that the control knob was missing. A heavy amount of unknown brownish contamination was observed on the right side of the top enclosure. Observed abrasive looking scratches on the front of the top enclosure and left panel. Potential dried liquid spots were observed on the blower housing, bottom of and inside the blower motor. Observed 1 of the anti-slip pads missing from the bottom enclosure. Dust-like contamination was observed on and under the top enclosure, on the pca, blower cap and in the bottom enclosure. Pil confirmed the presence of degraded sound abatement foam. Observed an unknown brownish contamination on top of and on the side of the humidifier top enclosure, and on the inside of the bottom enclosure/lower base. An unknown whitish contamination was observed inside the water tank. Both anti slip pads were observed to be missing from the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 0 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation, and the manufacturer observed dust contamination are consistent with being from an external source. In box h: problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated